Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeons are: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a posterior repair, sacrospinous fixation, tension-free vaginal tape and cystoscopy procedure performed on (B)(6) 2018 for the treatment of previous total abdominal hysterectomy, burch colposuspension (2007) and ongoing prolapse. After the procedure, the patient had a urinary tract infection and was reportedly treated with trimethoprim.